Manufacturer narrative:
The patient¿s date of birth/age and weight are unknown. The exact date on which the patient developed the non-union is unknown. This report is for one (1) unknown distal screw. (Other): without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date approximately 6 weeks prior to the revision. Per the facility, the complainant parts will not be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a valid lot number, a review of the device history records could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to an identified non-union. The patient was originally treated for a femur fracture approximately six (6) weeks prior via insertion of a trochanteric fixation nail advanced (tfna) construct. During the revision procedure, all of the original, intact hardware was removed and the patient was revised to a competitor's bipolar total hip implant. The procedure was completed successfully with no reports of surgical delay or additional medical intervention. Post-operatively, the patient was reportedly in stable condition. This report is for one (1) unknown distal screw. This report is 3 of 3 for (B)(4).